Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received five shocks due to noise or electromagnetic interference with the device. It was further reported that the patient had been hunting, and was climbing a deerstand ladder when the event occurred. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.